Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was stated that the insulin pump was giving no delivery alarms, prior to hospitalization. Troubleshooting was not performed as the customer did not have an infusion set available at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.